Manufacturer narrative:
UDI: (B)(4). One malis forcep was received, and a wire was exposed, protruding from the irrigation outlet. On (B)(6) 2019, an exposed wire was observed protruding from the irrigation outlet. However, the root cause is unable to be determined. The complaint condition was replicated. The device did contribute to the complaint condition. The device did not meet specification. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue was confirmed. The root cause is unable to be determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the product once opened had a wire sticking out of it. The product didn't release, stayed locked and caused patient injury.